Manufacturer narrative:
Concomitant medical products: product ID pnma01411a004, product type: recharger. (B)(4). Their toes curl under their feet and turn sideways. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on may 23rd 2016 stating that they thought the implantable neurostimulator (ins) had moved since about 4 months prior, and that they had informed a company representative (rep) of this 3 months prior. Within that timeframe, they also experienced difficulty with recharging the ins, and that the recharging belt did not help. They also noted in the last three months that when they were sleeping at night, their toes curl under their feet and turn sideways, and it was getting worse. The patient was working with their doctor to have the ins removed. The indication for use was non-malignant pain. The manufacturer representative reported that the physician had left about four months ago. The rep believed that the patient changed to another physician. The rep covering the patient¿s new physician reported to the physician that the patient noted that the pocket was loose. It was discussed with the patient that it could be opened up and tightened up, but that would require surgery. The patient stated she did not want to do that. They didn¿t see any reason to mess with it. It was later reported on june 8, 2016 that the rep who had been working with the patient¿s new physician saw the patient on (B)(6). The rep learned of the implantable neurostimulator (ins) being loose in the pocket and it was discussed with the physician. There were no plans to revise or tighten the pocket at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported that it looked like the device had definitely moved up. It was unknown at this time what steps were/would be taken. The patient thought it was all related to a prior back surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.